Event description:
It was reported that there was a completed explant. It was noted that due to the triangular shape of the implantable neurostimulator (ins) problems for the patient were seen. It was unknown if any action was required. It was unknown if any patient symptoms or complications were associated with this event. Additional information received reported that after the replacement the manufacturing representative had no information.

Manufacturer narrative:
(B)(4).